Event description:
A trapezoid rx lithotripter was used during a stone removal procedure on a patient in 2007. According to the complainant, "during the procedure... The physician tried to crush the stone using an alliance inflation handle and a wire broke loose in the handle..." A soehendra retrieval device was attempted to be placed over the basket catheter,(but) during the ... Retrieval process the wire attached...to the handle broke, leaving...the wire protruding outside of the patient's mouth." The physician then transferred the patient to "...another medical center (and) the basket was removed non surgically (retrieval device and date unknown)." Reportedly, the patient was "fine" following the procedure.

Manufacturer narrative:
The lot number is unknown, therefore the manufacture date cannot be determined. The complainant indicated that the device has been discarded by the user facility. A device evaluation cannot be performed, therefore, the relationship between the device and the reported event is unknown. The lot number is unknown. A customer shipment history review revealed three lots (11171526, 9752858, and 9676254) that were shipped to the customer prior to the event. A review of the device history record (DHR) for each lot revealed no anomalies. A search of the complaint database did not identify any additional complaints recorded for these lots. The november 2007 15-month trapezoid rx lithotripter product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.